Event description:
Family member of home pt (hp) reports hp diagnosed with peritonitis, possibly due to overprime of pt line of homechoice set family member of hp reports they are stacking one bag on top of the heater bag during prime, resulting in an overprime situation, and a subsequent "puddle" of fluid. In addition, family member reports setting up hp's supplies one to two hours prior to starting treatment. Rn reports hp has had a cold, had been in and out of rooom where supplies have been primed for approx an hour, possibly sneezing and or coughing on set-up. Rn reports hp was diagnosed with peritonitis in 2000, was hospitalized overnight, and released the following day. Rn reports hp was given a loading dose of antibiotics consisting of 500 mg/dl of ancef i.p., and 8 mg/l gentamicin i.p. For 14 days. In addition, rn reports hp is taking 50 mg per day of diflucan as a preventative measure. Rn reports culture was drawn the same day indicating haemophilus influenzae. Rn reports hp has responded to treatment.